Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that reported issue was resolved customer. Customer resolved the issue by clearing the debris that was lodged between the latch and the sensor. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed to close. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.